Event description:
The customer reported that she attempted to put the sensor, but she had issues with inserting, and requested the sensor to be replaced. The caller experienced unexplained low glucose level the night before, and she believes that she over bolused, which caused the low. The customer also stated that she was hospitalized a month ago because she also over bolused and was treated with an insulin drip. The customer woke up in ambulance and the paramedics told her that she was below 20mg/dl. No further information was provided.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test and sensor failed. Sensor failed for low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Please see medwatch report # 3004209178-2014-81953.